Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin in the cartridge. Additionally, the customer failed to properly cycle the cartridge. The customer was educated on the proper load techniques. There was no adverse impact to customer¿s blood glucose level. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.